Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not deliver the entire bolus. There was no reported impact to customer's blood glucose (bg) level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.